Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold and several openings curved. A visual and microscopic analysis was performed which identified; five striated openings on radius and anterior. Based on the device analysis the final assessment is: -several striated openings on radius and anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device remains implanted.